Event description:
Additional information: per the healthcare provider a pocket fill never happened. Patient was receiving dialudid 10 mg/ml at a daily dose of1.6394 mg/day.

Event description:
It was reported that the patient had the home nurses perform refills and they once missed the port, filling the patient's body with the medication. The device system was used to deliver hydromorphone. Additional information has been requested but was not available at the time of this report.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006. Product type: catheter. (B)(4).